Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleges discrepant results when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The initial test generated a sars cov-2 positive result. A first repeat of the same sample on the same cobas liat analyzer was also positive for sars cov-2. A second repeat of the same sample on the same cobas liat analyzer generated a sars cov-2 negative result. The positive results for sars-cov-2 were reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
A root cause has not been identified. Possible causal factors may be sample processing related. The analyzer is performing stable and as expected for the whole dataset. There is no hardware problem identified that could have had an impact on result interpretation. From an analyzer perspective, the results need to be considered as true positive and true negative. Further investigation was performed on the reagent kit lots and ruled out a product quality issue. Facility full name: (B)(6) memorial. (B)(4).